Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed in an attempt to locate a source for the complaint. No anomalies were noted that could be attributed to the complaint.

Event description:
It was reported that there was unexpected longevity. The device was explanted and replaced. It was also reported that the atrial lead showed poor, intermittent sensing, thresholds, high and unstable, and no capture in bipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 pacemaker, (B)(6) 2009; 5076-58 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.